Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and after changing the supplies on the pump, a correction bolus was delivered to address the bg level. The contact indicated that the occlusions had been resolved and have had no further issues. The bg level was "under control".